Event description:
No attempts were made to acquire the device for eval as the needle was not available. The initial medwatch form 3500a and follow-up #1 medwatch form 3500a incorrectly listed the device as being available for eval.

Event description:
High blood glucose levels [blood glucose increased] case description: analysis result: product 1: innovo, lot no.: nw40009. Technical examinations were performed and the electronic register was checked. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. The display functions normally. During testing of the device it has not been possible to detect any irregularities. Product 2: actrapid penfill 100 i.e./ml lot no.: pt60238. The returned product was examined visually. Furthermore, the parameters identity and assay were examined. The product was found to be normal. The results were found to comply with specifications. Follow-up information was received 11-2005. Since last submission of the case, the following information has been added: -analysis result, -lot number of the device. -manufacture date of the device.

Event description:
Product 1: innovo. Lot no.: nw40009. Technical examinations were performed and the electronic register was checked. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. The display functions normally. During testing of the device it has not been possible to detect any irregularities. Product 2: actrapid penfill 100 i.e/ml. Lot no.: pt60238. The returned product was examined visually. Furthermore, the parameters identity and assay were examined. The product was found to be normal. The results were found to comply with specifications.

Event description:
High blood glucose levels (blood glucose increase) case description: this report concerns a 77-year old woman. The only treatment details provided was that the patient was not treated neither in the hospital nor by the emergency doctor. The patient recovered from the event on the same day (date unknown). It was stated that the patient had experienced an increasedneed for insulin. Follow-up information was received on 07-feb-2006. Since last submission of the case, the following information has been added: patient data (date of birth, age, weight) concomitant products, outcome, other relevant history, narrative (patient age, treatment information, outcome, increased need for insulin).

Event description:
The patient experienced high blood glucose levels (values and onset date unknown). Outcome of the event was not reported. It was stated that the innovo device is 2 years old and that sometimes the display does not function as intended.